Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported during an embolization treatment, the coil stretched and could not be detached after multiple attempts. At that point the coil broke in the microcatheter during removal. The patient is reported to be fine.

Manufacturer narrative:
Visual analysis: the visual analysis of the returned items found the implant not attached to the pusher, the lead wires and core wire kinked at the distal section and lead wire separation at the middle section. The implant was returned severely stretched, broken, tangled, and separated from the pusher. The pusher was tested with the 4-way continuity test using an in-house v-grip controller and all tries gave out red lights. The pusher resistance was measured out of specification and proximal resistance is within specification. The lead wires were found to be intact at the solder joints. The investigation of the pusher found the monofilament tip damaged, which indicates the device experienced a tensile break. Investigation findings: the investigation of the returned coil system found lead wire separation at the middle section of the pusher, and the implant to be severely stretched, broken, tangled, and separated from the pusher. The pusher's heater coil showed no signs of thermal activation from a detachment controller. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The unit did not pass continuity and resistance testing; furthermore, the lead wires and core wire were found kinked at the distal section of the pusher, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
See h10.